Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional information from the importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
(B)(4). Date of initial report sent: 08/24/2012. Note: this report corresponds with report # (B)(4) for a "pelvicol". Date of report: (B)(4) 2012, device info: pelvicol acellular collagen matrix; lot # unk. (B)(6).